Event description:
It was reported that during procedure, the first coil (subject device)was deployed in the gastroduodenal artery aneurysm. When a second coil was being deployed, a part of the first coil protruded into the vessel. There were no clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during procedure, the first coil (subject device)was deployed in the gastroduodenal artery aneurysm. When a second coil was being deployed, a part of the first coil protruded into the vessel. There were no clinical consequences to the patient.

Manufacturer narrative:
The lot number is unknown, therefore a review of the manufacturing records could not be performed.  Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.